Event description:
It was reported that during a meniscal repair procedure, t2 failed to deploy one fast fix anchor t1 deployed without firing the device. The other fast fix anchor failed to deploy after firing. It was confirmed that the first fast fix - t1 came loose inside the joint space not in tissue. The procedure was completed with a back up device available. There was no reported delay in completing the procedure.

Manufacturer narrative:
The results of the evaluation analysis concluded that two devices were returned for evaluation. No anchors or suture were returned for evaluations. Visual inspection of the returned devices indicated that the actuator was at the post t2 deployment position on both of the returned devices, which indicates the fully deployment of the devices. A functional test was performed on the actuators and both actuators were actuating as intended. Based on the evidence provided, no root cause relating to the manufacturing of the product can be determined. (B)(4).